Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced loss of consciousness prior to their motor vehicle accident and was presented to the emergency room. A transmission showed the implantable cardioverter defibrillator (ICD) device converted the patient's ventricular arrhythmia, but also put the patient into an atrial arrhythmia. A possible inappropriate shock was then delivered for potential atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.